Manufacturer narrative:
The actual device was not evaluated by fresenius personnel, therefore, the failure mode cannot be confirmed or replicated in field testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
According to follow up obtained from the file contact, the machine was returned to service with no further issue.

Manufacturer narrative:
Findings to date indicate the reported malfunction occurred during recirculation mode and not during dialysis mode. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending. A supplemental med watch will be filed at it's completion.

Event description:
A biomedical technician (bmt) reported the saline bag was filling during recirculation mode. This was the first set up of the day and no patient was involved. No obstructions were reported to be found on the drain line. A filling alarm was noted. Drain line and height are within specification. The machine was removed from service for evaluation by the facility bmt. Upon follow up with the bmt, he stated he could not duplicate the issue but changed out the air separator. The machine is still out of service while he attempts to duplicate the issue of the saline bag filling.